Manufacturer narrative:
(B)(4).

Event description:
Same case as user medwatch reference. It was reported that the coating had separated from the guidewire. During an aortic valve implant procedure via the right carotid artery, a .035x260cm super stiff amplatz wire was advanced. The non-bsc valve was delivered over the amplatz guidewire without incident. When the sheath and guidewire were removed from the patient it was noticed that the coating at the tip of the guidewire had sheered off but did not completely detach. The guidewire was removed with no patient harm reported.

Manufacturer narrative:
Device evaluated by manufacturer - the device has its distal section unraveled and kinked. The core wire is separated from the distal end. The device was inspected according to procedure. Overall length measurement couldn't be performed because of the condition of the device, measurement of the distal tip couldn't be performed because of the condition of the device. Outer diameter of middle of the device was within specifications. Outer diameter of the proximal section was within specifications. Analysis of returned product revealed that its distal section is unraveled, kinked and its core wire is detached from the distal end of the tip; consequently, confirming the reported complaint. (B)(4).

Event description:
Same case as user medwatch reference (B)(4). It was reported that the coating had separated from the guidewire. During an aortic valve implant procedure via the right carotid artery, a .035x260cm super stiff amplatz wire was advanced. The non-bsc valve was delivered over the amplatz guidewire without incident. When the sheath and guidewire were removed from the patient it was noticed that the coating at the tip of the guidewire had sheered off but did not completely detach. The guidewire was removed with no patient harm reported.